Event description:
The user facility reported that the device did not properly inflate during a procedure on (B)(6) 2026. The procedure was ultimately completed successfully, and no patient injuries were reported. A minor procedural delay occurred because the device had to be removed and replaced with another device in order to complete the procedure.

Manufacturer narrative:
On (B)(6) 2026 the device in question was received into the lab for evaluation. The lab confirmed the user facility's reported issue with the channel. Upon evaluation it was found that there was a small amount of rtv sealant lodged inside the air/water channel at the "y" junction which was partially obstructing the air flow. The device usage counter indicated that it had been used 4 times since the previous repair. The lab manager authorized for the needed repairs to be covered under warranty. Details regarding the condition of the device as found during evaluation were shared with the user facility. All necessary repairs were carried out and the device passed outgoing quality control on 4/15/2026 before returning to the user facility. Records for the past year were checked and this was an isolated incident. The repair team will be notified of the event. Steris is not the manufacturer of the device UDI was not included in the MDR.